Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was explanted due to loss of capture. The patient was in stable condition post procedure and was discharged home the same day.